Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Primary product: coolsculpting system serial number: (B)(6) catalog number: sa16787 lot number: ni UDI: (B)(4) manufacturing date: 03/23/2018. Concomitant product: coolsculpting system serial number: (B)(6) catalog number: sa16443 lot number: ni UDI: (B)(4) manufacturing date: 03/23/2018.

Event description:
Sales representative reported on behalf of a provider that ¿hardening of skin/fat tissue¿ was described as follows: ¿swelling and a hard feeling were present immediately after the procedure, but the patient thought the swelling would last for several months and observed the area. However, the patient was unable to visit the clinic due to pregnancy and childbirth, and no improvement was seen¿ after treatment on the patient¿s upper arms while using the cooladvantage coolfit applicator for the coolsculpting system post-treatment, following treatments performed on (B)(6) 2022.